Manufacturer narrative:
(B)(4). The specific product code for the minicap transfer set is unknown. The brand name and 510k have been provided in this MDR. As the date of onset of this peritonitis episode is unknown the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h10h31055 and h10g30067 with no exceptions observed that were related to the reported condition. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6) and is a spontaneous report by a consumer with supplement information by a nurse from (B)(6) of peritonitis with (B)(6) coincident with dianeal pd2 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the consumer and nurse reported the following. On (B)(6) 2011, the patient was hospitalized for an unknown reason. On (B)(6) 2011, the patient experienced peritonitis. Treatment information was not reported. The consumer reported the cause of the peritonitis was because the patient "had to have abdominal surgery". At the time of this report, the patient was recovering. Dianeal therapy was ongoing. The nurse reported that she could not make a determination if baxter products caused the peritonitis.